Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No blank display or display anomalies were noted. No battery alarms could be verified due to the unresponsive buttons. Moisture damage was found on the electronic and motor assemblies. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and bleeding display glass.

Event description:
Customer reported the insulin pump had failed; the device would not turn on. Customer's blood glucose was 120 mg/dl. Troubleshooting was performed. The device had no physical damage; it was not dropped, damaged, nor exposed to moisture. The battery compartment, battery cap, or springs weren't missing, damaged, nor corroded. Customer was advised to insert a new battery and display did return. The device alarmed unexpected restart and failed battery test. Customer blood glucose was 300 mg/dl. Customer was advised to monitor the device. Customer called back on (B)(6) and stated the device had alarmed during manual prime. Customer's blood glucose was 120 mg/dl. The device was not dropped or bumped prior to the alarm. The drive support disk was normal. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.